Manufacturer narrative:
Occupation : mba, rrt. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 19 days of intra-aortic balloon (iab) therapy, blood was seen in the tubing while ambulating the patient. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The tubing was clamped and the console was turned off. No alarms were noted. The iab was removed and the physician was notified. A new iab was inserted via the right femoral artery. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink near the y-fitting approximately 76.7cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.